Manufacturer narrative:
Section g3: correction. Manufacturer's investigation conclusion: the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant shipped on 22dec2019. Low flow alarms were confirmed via the evaluation of the log file data provided by the account; however, a specific cause for the change in pump parameters could not be conclusively determined through this investigation. Controller event log file 96090952 contained data on (B)(6) 2020 spanning from 01:01:53 to 09:52:54, per the timestamp. Intermittent low flow events were captured throughout the log file, beginning at 02:46:58, when the estimated pump flow was calculated to be below the threshold of 2.5lpm. A single low flow event persisted for at least 10 seconds, activating a low flow alarm. Controller event log file 97080936 contained data spanning from (B)(6) 2020 at 21:02:27 to (B)(6) 2020 at 09:02:26, per the timestamp. Intermittent low flow events were captured throughout the log file, beginning on (B)(6) 2020 at 21:02:27, when the estimated pump flow was calculated to be below the threshold of 2.5lpm. A total of 12 low flow events persisted for at least 10 seconds, activating low flow alarms. Controller event log file 97140807 contained data spanning from (B)(6) 2020 at 18:33:05 to (B)(6) 2020 at 08:09:35, per the timestamp. A single low flow event was captured on (B)(6) 2020 at 20:58:43, when the estimated pump flow was calculated to be below the low flow software version 1.5.2 threshold of 2.0lpm. The event did not persist for at least 10 seconds; therefore, a low flow alarm was not registered. No other notable alarms or unusual events were recorded, and the pump appeared to have been operating as intended. The account communicated that the patient was experiencing multiple low flow alarms on (B)(6). The center had been working on the patient¿s blood pressure and had seen some recovery in the patient¿s ejection fraction. The patient continued to experience intermittent low flow alarms due to native heart recovery. The patient¿s backup system controller, (B)(6), was upgraded to software version 1.5.2 on 25jun2020. The center wished to resolve the low flow alarms via pump speed and medication adjustments before they exchanged the system controllers. Despite having the fixed speed being decreased, a reduction in load, and changes to their diuretics, (B)(6) was exchanged with (B)(6), and was upgraded with software version 1.5.2 on 14jul2020. The low flow software upgrade reportedly did not resolve the low flow alarms. The patient underwent a right heart catheterization along with a ramp study, resulting in an increase in pump speed and improved low flow alarm frequency. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. The heartmate 3 left ventricular assist system instructions for use explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and notes that changes in patient conditions can result in low flow. This document describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reportable that the patient experienced low flow alarms. The patient received a software upgrade but the alarms did not resolve. The patient underwent right heart catheterization with ramp study and speed was subsequently increased with some improvement in low flow alarms.